Manufacturer narrative:
The insulin pump was received with constant motor error alarms noted during rewind due to leaking motor oil on motor home switch. We were unable to perform pump self-test, off no power test, unexpected error test, displacement test, rewind test, basic occlusion test, prime test, occlusion test, excessive no delivery test, operating currents measurements due to constant motor error alarms. We were unable to verify alarms in alarm history screen due to constant motor error alarms. The motor was tested outside of the insulin pump and passed. The insulin pump had minor scratches on lcd window, cracked case at display window corner, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The customer's blood glucose reading was 228 mg/dl at the time of incident. Troubleshooting found that the drive support cap was normal but that the pump also alarmed motor position encoder error. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.